Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during fill on the home choice (hc). There was no home patient (hp) or bag disconnection. There were no loose connections and two bags were connected. There was solution in the final bag only. There were no leaks and the hp cycled the power to the system error 2367. The hp wanted to swap the machine. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The cause of the system error 2240 alarm was undetermined. There was no use error described by the patient. The sample and lot number were unavailable for evaluation, so a batch review was not conducted.